Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin was leaked in the reservoir compartment and she found out that the insulin was inside the compartment almost halfway full. Customer stated that they did self test and it was passed. Customer did displacement test and it was passed. Customer declined troubleshooting for high blood glucose level. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump and reservoir will not be returned for analysis.